Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. Pin gauge testing, designed to verify proper port dimensions, was completed. Each port measured as expected. The device was then exposed to simulated heart load conditions, and the pacing and sensing functions were tested. The device operated appropriately, according to its performance specifications, with no interruptions in therapy output or programmer communication at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed.

Event description:
Boston scientific received information that the competitive right ventricular (rv) and right atrial (ra) leads exhibited noise that was able to be reproduced with isometrics. Pacing inhibition with asystole lasting two to three seconds was noted on the electrogram (egm), which was also reproduced in the clinic. The patient complained of being tired. It was also noted that there were no changes in threshold measurements for either lead, however the ra lead impedance has slightly increased while the rv lead impedance has slightly decreased. An egm was sent into boston scientific technical services (ts) for review where they noted telemetry noise however since a surface egm was not run, ts was unable to determine a reason for the pacing inhibition. The clinician reprogrammed the rv sensitivity in an attempt to resolve the issue. Additional information was received from the field representative that a revision procedure was performed with a competitive representative where the device was ultimately explanted. During the explant procedure no issues were found with the leads or header of the device, however the set screws in all three ports were noted to be loose. A new competitive device was successfully implanted with no issues. No additional adverse patient effects were reported.

Manufacturer narrative:
At this time, the product has not been returned. If additional information should become available to our company, this event would be updated.